Event description:
Additional information indicates, the lead remains implanted at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information such as explant date. Further information was requested but not received.

Event description:
It was reported, the patient was experiencing ineffective therapy. As a result, the ipg was explanted to address the issue. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.